Event description:
It was reported that during an open low anterior resection, while on distal transection of the large intestine/colon when an excessive force indication occurred during firing and an error message stating excessive load detected was displayed. It was also reported that the firing distance display stopped showing, so the surgeon could not determine how much tissue had been transected. The surgeon replaced the reload by opening a new black radial reload and continued the case; the same excessive force indication occurred again, and the surgeon continued firing and used tactile feel to confirm the stapler had fired completely. The bowel was transected after the second reload, and no additional reloads were required. No consequences or impact to the patient were reported.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.